Event description:
It was alleged that a thermal event resulted in a void in the top enclosure of a bi-level positive airway pressure (bipap) device. There was no serious or permanent harm or injury reported. The manufacturer has requested return of the device for evaluation. Despite multiple requests by the manufacturer the end user refuses to return the device for evaluation.

Manufacturer narrative:
The manufacturer was unable to confirm the alleged thermal event due to the refusal by the end user to return the device. Patient labeling warns the suer that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. This device meets ul and iec requirements for flammability. Based on the information available, the manufacturer concludes the failure of the device was a direct result of the environment it was used in, and lack of proper maintenance by the end user. No further action is necessary.